Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "IV medication administration tubing with a hole in it. It was hooked up to the patient and medication (prolastm) leaked out, then blood backed up into tubing. It was reported by the customer that it is unknown if there was any significant delay. There was no serious injury reported by the customer.